Event description:
It was reported that at the implant procedure during pocket closure, the left ventricular lead was noted to have loss of capture at maximum output. Fluoroscopy confirmed that the lead had pulled back and was dislodged. Due to the difficult access and long procedure, the physician elective to reposition the lead on a later date. Approximately one month later while attempting to reconnect the replacement left ventricular lead, the physician was not able to engage the set screw. The setscrew was not visualized. The grommet was peeled back and the physician found that the sets screw had completely backed out. The physician was able to tightened the set screw on the pin. Medical adhesive was used over the set screw. The device remains in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4396 implantable pacing lead (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013; 6947 implantable tachy lead (B)(6) 2013. (B)(4).